Event description:
It was reported that foreign matter was found within the bd¿ precisionglide¿ needle. The following information was provided by the initial reporter, translated from portuguese: "there are small loose particles of black color...some units present dark spots in the inner part of package."

Manufacturer narrative:
Initial reporter first name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes d.10. Returned to manufacturer on: 29-aug-2022 h.6. Investigation summary: sample and photos received by our quality team for investigation. Upon visual inspection, black foreign matter can be observed on the blister packs. The foreign matter is identified as ink. Possible root cause is associated with leakage of the printer cartridges. Action was taken to change the cartridges. Analysis of the batch history (DHR) and quality notification records was performed where no records potentially related to the incident were found, and one maintenance order potentially related to the incident was found. The possible root cause for the incident was the failure of the lot number printer, analyzing the photos and samples sent to the strange material is ink drips that leaked from the lot number printer cartridge and according to the maintenance order the cartridges were changed and the problem solved. There was an operational failure for not segregating the material after identifying the incident. H3 other text : see h.10.

Event description:
It was reported that foreign matter was found within the bd¿ precisionglide¿ needle. The following information was provided by the initial reporter, translated from portuguese: "there are small loose particles of black color...some units present dark spots in the inner part of package."